Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified' however, it was confirmed that foreign matter remained inside the nozzle. There were no deformation to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. Adhesive on bending section cover had a chip and had white-clouded area. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to a dent on channel tube, forceps could not be inserted smoothly. Adhesive around objective lens had white-clouded area. Adhesive around light guide lens was peeled. Connecting tube had a dent, scratch, and wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited leakage. The device was returned and an evaluation revealed presence of foreign objects inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.